Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. Additionally the alleged insulin delivery issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump fell and as a result the touch screen became shattered. Reportedly, the pump did not deliver insulin as intended after the screen became shattered. Although requested, the customer declined troubleshooting and reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose.